Manufacturer narrative:
(B)(4)

Event description:
It was reported an asymptomatic patient presented to the clinic, post-paced t-wave oversensing was observed. No decision on an intervention has been suggested.

Event description:
New information received states another instance of post-paced t-wave oversensing was observed. Programming changes were recommended. The changes will not be made until the patient returns to the clinic in four months.

Manufacturer narrative:
Correction : - foreign checked which was missed in initial report UDI number added which was missed in initial report PMA number added which was missed in initial report